Manufacturer narrative:
E1: reporter and institution phone number: (B)(6). Reporting address line 1: (B)(6). A philips remote service personnel (rsp) interviewed the customer who confirmed the alleged malfunction. The rsp ordered a new speaker assembly to resolve the issue. A good faith effort (gfe) confirmed the device has returned to working specification. Based on the information available in the case, the cause of the reported problem was confirmed. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.

Event description:
It was reported when there was alarm event and the speaker did not produce sound. A speaker malfunction error was displayed. The device was not in use on a patient at the time of event, there was no adverse event reported.